Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0nwka, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had not felt stimulation for a couple days. She had to go to the bathroom more at night; she did not have to go as often before implant, but never got to the bathroom in time. There had also been no change in her symptoms for bowel, but she was hoping it would help that as well. She mentioned that she did not have to change her clothes as often, so she might be doing a little better. The patient stated that she did not have to go to the bathroom as often during the day; she was able to wait a couple of hours. She also noted that the night prior to the report she was unable to increase stimulation. She was assisted with the programmer and was able to synch. The patient was at 2.2 on program 2 and did not see the lightning bolt. She was able to turn stimulation back on and feel it. The patient had a follow-up appointment scheduled for (B)(6) 2014. Follow-up received from the healthcare provider (hcp) reported that there was 50% or greater symptom reduction. The cause of the event was not determined, so it was unknown if it was device related. No reprogramming or further actions were needed. A sudden loss of therapeutic effect was noted. The patient recovered without permanent impairment.